Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer initiated a bolus that was too large resulting in the customer's bg to decrease. Customer consumed carbohydrates to address their bg. The customer was instructed to consult with healthcare provider regarding bg level.